Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to low glucose readings compared to another adc device. Due to delivery delay, customer was unable to test and experienced disorientation, "lack of coordination", "textual expresses that felt currents in the head", and was unable self-treat, requiring third-party treatment of a "breakfast with sugar" and glucose (type/dose unspecified) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is "before easter week 2023" prior to the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.